Manufacturer narrative:
Since the subject device was not returned to omsc, it could not investigate. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on sorc report, omsc surmised the reported phenomenon was attributed to forcibly angulation while the bending section locked or forcibly twist of the insertion tube. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that was found the bending section damaging and the metal sticking out from its rubber of the subject device during an incoming inspection at olympus service operation repair center (sorc). There was no report of patient injury associated with this event. The user did not provide the other detailed information.